Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas) serial number: (B)(6) and the reported events could not be conclusively determined through this evaluation. The patient remains ongoing on hm3 lvas, serial number: (B)(6) and no further related events have been reported. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. A, is currently available. The IFU lists potential adverse events, including right heart failure, that may be associated with the use of the heartmate 3 left ventricular assist system. The IFU also discusses the potential development of right heart failure following implant and outlines the associated treatment options, including inotropes and right ventricular assist device (rvad) placement. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was further reported that no signs of right heart failure were observed prior to the ventricular assist device (vad); there was no relation between right heart failure and device. The patient only experienced palpitations and fatigue. The patient had been on amiodarone prior to the implantation. Amiodarone was discontinued. Treatment had been completed.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that patient got diagnosis with right heart failure due to thyrotoxicosis caused by amiodarone-induced thyroiditis. They experienced peripheral edema. The patient was admitted. Causal relationship with device and the event was not related. Cardiac catheterization showed central intravenous pressure (cvp) 15 mm hg, pulmonary artery systolic pressure 27 mmhg, pulmonary artery diastolic pressure 9 mmhg, pulmonary capillary wedge pressure 14 mmhg, and cardiac output (co) 6.6 l/min.